Manufacturer narrative:
A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards european affiliate, approximately 3 years and 10 month post implant of a 26 mm sapien 3 valve, the valve was degenerated and a valve in valve was performed, placing another sapien 3 within the degenerated valve.

Manufacturer narrative:
Initial reporter information corrected based on new information received.

Manufacturer narrative:
A DHR review was performed on the relevant valve assembly and packaging routers. The review did not reveal any issues that may have contributed to the complaint event.

Manufacturer narrative:
In this case, additional information was provided. The degeneration of the valve may have been related to the patient¿s history of chronic renal failure.